Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020 at 8:48 pm when she obtained an alleged inaccurate high blood glucose reading of "384 mg/dl" with the subject meter. The patient stated that she manages her diabetes with humalog insulin on a self-adjusting dose (1 unit of insulin per 11 g carbohydrate). In response to the elevated result, the patient claimed she took an adjusted dose of 10 units of humalog insulin at 9:00 pm. The patient reported that the following morning between 3:00 am and 4:00 am she felt "tired" and became "unconscious." The emergency medical services (ems) were contacted for assistance. On their arrival, the patient claimed her blood glucose tested "30 mg/dl" on the ems device (true metrix). The patient informed the cca that the paramedics treated her with a glucagon injection and that she felt better afterwards. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after taking insulin based on an alleged inaccurate high result obtained with the subject meter.